Event description:
Initial information rec'd from a healthcare professional via adverse event reporting form on 27-may-2010: the reporter who resides in (B)(6), heard through a colleague who resides and practices in the (B)(6) that a female, pt, rec'd injectable poly-l-lactic acid (sculptra) [lot# and expiration date unk] and experienced papules and bruising (age, dose amount, indication, therapy dates and onset dates unk). The outcome of the event was unk. Medical history and concomitant medications were not provided. No further relevant info reported. Follow-up info is unobtainable since the pt was not this reporter's pt, therefore, add'l info will not be requested.